Event description:
During placement, PICC advanced 15cm, staff felt resistance. The staff pulled out wire and it looked burned, tip broke off inside catheter. Nothing remained in the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revi1334 showed no other similar product complaint(s) from this lot number.